Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the chemical solution used for reprocessing based on the following information. According to the inspection of the device by ocg, the adhesive around the air/water nozzle of the distal end was discolored, which is evidence of chemical attack. In a similar complaint, the adhesive around the air/water nozzle was discolored and damaged. The presumed cause was the chemical solution used for reprocessing. According to the reprocessing manual, incompatible reprocessing methods may cause the device damage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ocg for the repair. The evaluation of the device by ocg confirmed the following; the reported event appeared to be caused by deterioration due to chemical stress during reprocessing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the adhesive around the air/water nozzle of the distal end was peeled off and there was a gap in the adhesive part during the incoming inspection of the device for the repair by olympus (B)(4) (ocg). There was no report of patient injury associated with this event.